Event description:
It was reported that prior to beginning a case and attempting to attach a disposable, it was discovered that the 4-40 stud was bent/broken. The handpiece was replaced and the case was completed successfully with no pt consequence.